Event description:
The notification received for the study indicated that the pt experienced aphasia the evening of the index procedure. The diagnosis was ischemic stroke. The duration of the event was less than 24 hrs. The following are details from the study coordinator: after successful deployment of the precise stent and removal of the angioguard filter basket, the basket was noted to be literally "dripping with debris". At this point, the pt was fine with no neurological deficit. Sometime later that evening, the pt began experiencing aphasia, and was diagnosed with an ischemic stroke. Anti-coagulants and heparin were started, and the pt went to the ICU. His nih stroke score was 2 the following day. Days later, his stroke score had fallen to 1. The pt developed hematuria from the anti-coagulation, which has since resolved. As per the study coordinator, the event was not related to either the cordis product(s) or the procedure, but was pt related. At this time, the pt's condition is described as "improving". The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.